Event description:
During service, failure code 550 occured with no audible alarm. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last co service event. No additional information is known.